Manufacturer narrative:
(B)(4).device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty a balloon rupture occurred. The 99% stenosed lesion was located in a average tortuous and severely calcified lesion below the knee. On the first inflation the sterling es otw 2mm x 40mm x 144cm balloon was inflated to ten atmospheres. On the second inflation the balloon was inflated to ten atmosphere and ruptured. The balloon was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.